Event description:
Caller reported that the customer was receiving readings in the 200's over the weekend and went to the clinic on monday to have their blood rechecked. A test with an unknown brand meter at the clinic read over 400 mg/dl, so the customer was admitted to the hospital. A lab test was also performed and compared to a freestyle test. The lab result was 320 mg/dl and the freestyle result was 266 mg/dl. The customer was treated with an insulin injection. The reported freestyle vs. Lab comparision results are considered clinically significant and therefore, meet the MFR's definition of a malfunction.